Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure performed on (B)(6) 2012. According to the complainant, while unpacking the device, it was noted the internal bolster was separated from the tube. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure performed on (B)(6) 2012. According to the complainant, while unpacking the device it was noted the internal bolster was separated from the tube. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the device revealed feeding and medication ports to be closed. The c-clamp was found to be open. The external bolster was located at the 15 cm mark and was without issue. The y-port was without issue. The internal bolster was found to be separated from the device. The distal end of the tubing presented no tearing. Remnants of the internal bolster remained attached the outer diameter of the tubing. The inner diameter of the bolster was slightly jagged and torn. The returned unit was consistent with the complaint incident that the bolster detached/separated. The event description states the detached bolster was found during unpacking. The bolster failure appeared to have occurred while undergoing tensile force, however there are additional factors that can contribute to this issue, which include but are not limited to customer handling during unpacking/prep or manufacturing/ packaging. Therefore the most probable cause is undeterminable. A DHR review of lot 14801181 was performed and revealed no issues related to the reported complaint. A lot history search was performed and found no other complaints against lot 14801181.